Event description:
The physician reported during an aneurysm intervention operation, he put the head of microcatheter up to the neck of the aneurysm and began to adjust the position of the coil. It was at this time, the physician reported that the coil was unable to be pulled back, so he pulled out the coil and microcatheter together, and noted the coil had detached automatically. However, the physician reported that he never performed any action to detach the coil during the procedure. The physician completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.